Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio opened the device and observed that the therapy cable was disconnected inside of the device. Physio reconnected the therapy cable to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that they were using their device on a patient and the device would not pick up the patient's ECG in paddles mode. As a result, defibrillation therapy may have been unavailable, if it was needed. There was no report of any adverse effect to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.